Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having 3 skin cancers removed from face, two suspicious spots that appear to be the same thing. The patient also developed kidney and liver problems. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Manufacturer confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v.01). The issue of degraded sound abatement foam is addressed by CAPA 7211. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.